Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) went onsite and confirmed that the system was stuck at 00:00. Upon troubleshooting, fse identified defective dcps(direct current power supply) in the m cabinet. The fse replaced and returned the dcps to philips for further analysis. The analysis confirmed that the dcps was defective and identified there was no output power. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.